Event description:
The patient was initially implanted with an afx2 bifurcated stent graft and an afx vela suprarenal aortic extension to treat an abdominal aortic aneurysm (aaa). Approximately two (2) years post initial procedure, during routine follow up a type 1b endoleak and aneurysm enlargement were identified. The physician elected to implant a 20-25/65 afx iliac extension to extend the distal seal zone on the right side to successfully resolve this event. The patient tolerated the procedure well and was sent home the next day after the procedure.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2 h3 other text : device remains implanted.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the type 1b endoleak of the right common iliac artery, aneurysm enlargement of 3 mm and additional endovascular procedure are confirmed. This is consistent with the reported adverse event/incident. The complaint is likely anatomy related. It was reported on computed tomography scan dated (B)(6) 2023 that there was non apposition of the right common iliac artery limb to the arterial wall. This likely contributed to the type 1b endoleak. Procedure related harms for this complaint could not be determined. The final patient status was reported and discharged home on postoperative day one and is doing well. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2. Corrections: g3: awareness date has been updated. H6: investigation finding codes: remove code 3233. H6: investigation conclusion codes: remove code 11.